Event description:
It was reported that the patient presented in ER after a syncopal episode at home, falling and sustaining a laceration to his head. The ICD site in the left chest area may have also been hit as the site was found to be swollen, red, and painful. Pocket infection was suspected. The patient reportedly had a history of (B)(6). The system was explanted and the patient was placed on antibiotics and treated for (B)(6). During atrial lead extraction, a tear occurred at the svc/ra junction, and the patients blood pressure dropped. The patient has since recovered. A new system has not been implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.